Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx lithotripter compatable basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2013. According to the complainant, during the procedure when the physician attempted to crush the stone, the tip of the basket detached prematurely. The procedure was completed with an extractor pro balloon device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.